Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a total hip replacement procedure, the blade broke at the mount. It was also reported that there were no adverse consequences as a result of this event. There was a surgical delay with no impact to the patient. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
B5: updated to confirm there was no delay as a result of this event.

Event description:
It was reported that during a total hip replacement procedure, the blade broke at the mount. It was also reported that there were no adverse consequences as a result of this event. There was a surgical delay with no impact to the patient. It was further reported that the procedure was completed successfully. It was subsequently reported that there was no delay as a result of this event.